Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention took place on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date has been estimated.

Event description:
It was reported that the patient has not charged or used the system since (B)(6) 2018 and now the ipg is inoperable. Surgical intervention may be pending to address the issue.